Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2009, pt underwent a ventral hernia repair, and during the course therefore, pt's, physicians implanted a ventralex mesh. On (B)(6) 2011, pt underwent surgery for removal of infected mesh. Attorney alleged infection, abscess, hernia recurrence, abdominal pain and swelling, nausea, permanent injuries and disfigurement, "pain and suffering", add'l surgery, add'l medical treatment, defective mesh, explant.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. No lot number has been provided; therefore a review of the mfg records could not be conducted. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.